Event description:
11/30/22 product: 3400lfc, lot 54087808. Expires: 2027-09. Arrival date of products: 2022-11-16, inspection date: 2022-11-21. Details of nonconformity & qty: sealing failure: 8.

Manufacturer narrative:
Product samples are not available for evaluation. Therefore, this report is based solely on customer-provided information. The customer provided images showing the defect. The device history record for the complaint lot was reviewed and identified machine issues during the run, though no nonconformances were noted. Historical complaint data review identified no other similar complaints for this sku documented in the last 5 years. The complaint information was shared with the operations team, who reported that we had an issue with the knife on the poucher machine the time this lot was run. Maintenance made an incorrect adjustment on the machine, resulting in a misalignment of the knife. This then caused the cut to be off and parts ended up in the seals, resulting in incomplete seals. The incomplete seals were not identified by the operators before the product was released for distribution. The issue has since been corrected. The operators have been notified of this complaint for awareness and to prevent recurrence. We will continue to monitor for these types of complaints. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file (B)(4).